Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. The cassette was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis therapy. The patient was connected at the time of this event. The patient advised that they were supposed to be draining but the homechoice was pushing fluid into them and they saw air in the patient line. The patient advised that they had pressed stop. The technical service representative assisted in ending therapy and advised them to start over using new supplies. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.